Event description:
Customer's family reported that customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Troubleshooting wad declined by the family. Advised customer's family to monitor pump and blood glucose and to call back if further assistance is needed.